Manufacturer narrative:
Address-full name of the facility establishment is (B)(6). The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganism: device tested positive with 100 cfu/100ml of klebsiella oxytoca microorganism revivable at 30 degrees celsius. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms of 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine wassenburg. Model name of scope reprocessor device: wassenburg. Clean/disinfection/sanitize/disinfection used: paa detergent. The service repair center device evaluation results has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus (B)(4) ) (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: suctioning water was not performed for biopsy channel/suction channel at precleaning. Flushing was not performed for a/w channel/auxiliary water channel at precleaning. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was white/clouded, the universal cord wad wrinkled and the plug unit was dented. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, deviation from the device instructions for use (IFU) likely caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.